Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a travel coarse error. The event happened during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified no repairs in the past 12 months. The customer issue was confirmed during the review of the alarm history, and it was verified during preliminary testing. The lead screw, clutches and stepper motor were replaced to fix the issue. The device was recalibrated, tested and there after passed all performance verification testing.